Manufacturer narrative:
Evaluation results - visual inspection of the returned product found both haptics torn of and missing. The lens was returned stuck in a competitor's cartridge and there was no visible damage to the cartridge.

Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens but the lens was damaged advancing upon insertion. There was no patient contact. The reporter stated the cause of the lens damage was due to a loading error. The reporter stated an amo injection system was used, which has not been approved for use with this lens.